Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event: "filaments protruding from the wound" (foreign body in patient). Product problem: "filaments protruding from the wound" (foreign material present in device). The customer reported: I have noticed these (filaments). They are a big problem, as I often see them protruding from the wound during a post-op visit. No infections yet, but it is a concern. Under the microscope, the filaments look exactly like the filaments that are part of the blue towels. I hope that we can eliminate this problem soon.